Manufacturer narrative:
Currently, it is unknown to what extent the devices may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced adhesions and hernia recurrence. Adhesions and hernia recurrence are known inherent risks of hernia surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents device #1, another emdr has been submitted to address device #2 implanted during the same procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not reported to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a ventral and umbilical hernia, the patient was implanted with two ventralex hernia meshes (device #1 & device #2) to repair the hernia defects. On (B)(6) 2014 - the patient underwent an additional surgery for excision of the ventralex mesh, small-bowel resection, lysis of adhesions and a repair for a recurrent ventral hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the devices may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced adhesions and hernia recurrence. Adhesions and hernia recurrence are known inherent risks of hernia surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents device #1, another emdr has been submitted to address device #2 implanted during the same procedure. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 3 years 8 months post implant of ventralex mesh, patient was diagnosed with abscess, adhesions, hernia recurrence, mesh erosion, strangulation, bowel perforation, infection thereby underwent repair with mesh removal. The instructions-for-use supplied with the device identify erosion as a possible complication. The warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh.¿ review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents ventralex mesh (device #1). An additional supplemental emdr was submitted to represent another ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a ventral and umbilical hernia, the patient was implanted with two ventralex hernia meshes (device #1 & device #2) to repair the hernia defects. (B)(6) 2014 - the patient underwent an additional surgery for excision of the ventralex mesh, small-bowel resection, lysis of adhesions and a repair for a recurrent ventral hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with epigastric hernia and umbilical hernia above and below the umbilicus respectively thereby underwent open repair with the implant of two ventralex meshes (device #1 & #2). Per operative notes, ¿the epigastric hernia sac contained omentum was opened. Then the epigastric hernia was cleaned all around the hole in the fascia and a piece of ventralex mesh (device #1) was placed intraperitoneally and sutured. There was another hernia inferior to the umbilicus, the sac was opened and a piece of another ventralex mesh (device #2) was placed and sutured.¿ (B)(6) 2014 - patient was diagnosed with strangulated recurrent ventral hernia thereby underwent repair with laparoscopic lysis of adhesions and excision of infected prosthetic mesh. Per operative notes, ¿incarcerated small bowel loops were freed up from the hernia defect but further visualization revealed a pocket of pus (abscess) in the hernia defect and was drained out. A contained leak because of the erosion of the mesh into the small bowel loop with no obvious evidence of small bowel gangrene was noted. Infected prosthetic mesh (device #1 & #2) were also excised along with segment of small bowel. A synthetic mesh was placed into the peritoneal cavity and sutured.¿ attorney alleges that the patient had abscess, adhesions, bowel perforation, infection, hernia recurrence, removal of mesh, erosion and emotional injuries.